Event description:
Technician alleged that the bed had no head up function. No injury was reported.

Manufacturer narrative:
Technician found a worn seal on the head up valve. The technician replaced the head up valve guide tube to resolve the issue.